Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of difficult removal and damaged vessel locator wings was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. Based on the manufacturing inspection criteria and device analysis the cause for the reported difficult removal appears to be related to operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved after a coronary interventional procedure. Reportedly, the clip was deployed by depressing the deployment button; however, the physician was unable to retract the clip delivery system from the patient's groin. The locking mechanism was released utilizing the access ports, the thumb advancer was retracted as far proximal as possible until resistance was felt, and the safety release button was slid, but the system still could not be removed. After using some force the physician was able to retract the device. There was no bleeding present, the puncture region was dry. Hemostasis was achieved with the clip. There was one damaged vessel locator wing. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). (Concomitant medical products): dilatation catheter: trek 2.5x20; guide wire: prowater; inflation: merritt medical; guide catheter: 6fr; rhv: merritt medical; sheath: 6fr avanti; stent: xience prime 3.5x23. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.